Event description:
The customer alleged they received questionable free thyroxine (ft4) and thyrotropin (tsh) results for one patient on their cobas 6000. The customer stated the patient's tsh result have been elevated with the elecsys reagent since 2011. A specific date for this event was not provided. The patient's initial ft3 result was 1.4 pg/ml. The customer stated the patient's sample was repeated on a "cantaur" analyzer and the result was 2.3 pg/ml. The patient's initial tsh result was 143.9 uu/ml. The sample was repeated an architect analyzer and the result was 10.3 uu/ml. It was unknown if any results were reported outside the laboratory. The patient's autoimmune system was checked with a thyroid ultrasound. The patient was checked for a tsh producing tumor with a CT scan, and a tsh producing tumor was excluded. It was it was unknown if the patient was adversely affected. The tsh and ft3 reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
The elevated tsh results were confirmed. The most likely cause of the elevated results was the presence of macro-tsh in the patient sample. This interference is documented in product labeling.